Manufacturer narrative:
A sample was taken from the device.

Event description:
It was reported that the micro sagittal saw was overheating and leaking a black substance from the head after running for a long period. The event occurred prior to a procedure. There was no pt involvement; no adverse event was associated with the device.